Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a consumer with a implantable pulse generator (ipg). It was reported that the patient did not charge ipg for "quite some time" (approximately two months). Interrogation was not possible anymore, and a physician restart was attempted. After several hours, the patient suddenly felt fierce stimulations while the recharger still showed the 60-minute timer in the screen. The recharger was disconnected, but the connection could not be made with the patient programmer. The recharger was reconnected, and the screen showed the ipg was not active and that stimulation could not be influenced or stopped. Interrogation with the clinician programmer showed the doctor sign and the code 0x8 and, again, that the ipg was not active. Only bringing the amplitudes to "0" resulted in a loss of stimulation. After decreasing the amplitudes, the impedances were checked and there were no abnormalities. No further actions were taken. There was no surgical intervention that occurred, nor planned. It was unknown if the issue was resolved at the time of the report. The patient went home and continued charging the ipg. The patient was to return to the hospital on (B)(6) 2016 to start the therapy again.